Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test and motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). The motor passed the motor test. There was no compromised force sensor system alarm noted. The pump had a scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 283 mg/dl at the time of incident. The customer stated that the pump motor did not stop and it kept pushing insulin out. The customer stated that the pump kept prompting to rewind and the alarm history could not be accessed. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.